Event description:
According to the info received, this valve was explanted during a procedure that was performed due to dilatation of the aorta. There was no incident associated with the valve; however, the surgeon "took this opportunity to explant it". The valve was replaced with a sjm cavgj-514.